Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial/lot #: (B)(4). Description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had a procedure related fever. The patient was prescribed with antibiotics and was doing well.